Manufacturer narrative:
This report is filed on may 17, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with a new device as of the date of this report, may 17, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 and the patient was reimplanted with another cochlear device during the same surgery.